Manufacturer narrative:
B3: unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during the process of performing the preventative maintenance, they discovered that the water was not circulating. There was no patient involvement and no patient harm/adverse event reported.